Event description:
It was reported that the right ventricular (rv) lead pacing impedance has been gradually increasing. The lead remains in use and will be continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).